Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Resident was being transferred from wheelchair to bed and they heard the unit pop and then they lowered the resident to the floor, no injuries were incurred.

Manufacturer narrative:
The return evaluation documented on the return fields in oracle is defined as a fractured acutator housing.

Event description:
Resident was being transferred from wheelchair to bed and they heard the unit pop and then they lowered the resident to the floor, no injuries were incurred.